Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as onset of peritonitis, the patient was hospitalized. The cause of the event was reported as the patient not cleaning the area before starting peritoneal dialysis therapy; however, because this was unable to be confirmed nor clarified, the cause was assessed to be unknown. The patient was treated with amikacin (route, dose, and frequency not reported, duration of 13 days) and imipenem (route, dose, and frequency not reported, duration of 13 days) for the event. Dianeal therapies were ongoing. Thirteen days after onset of peritonitis, the patient recovered from the event and was discharged from the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.